Manufacturer narrative:
(B)(4). Occurrence and therapy date was unknown but was sometime in (B)(6)2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the middle of the minicap was broken. The patient resolved the issue by using a new cap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and a crack on the rim of the minicap was noted. Functional testing was performed which included leak testing. The minicap passed leak testing. The reported problem of damaged was confirmed based on the visual and functional inspections. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.